Event description:
It was reported that during a clinic follow-up while using inductive telemetry, the device interrogation was observed to be slow. Once the device was able to be successfully interrogated, a diagnostic anomaly was observed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.